Event description:
It was reported that the user received an ¿unable to proceed¿ message during a supply change, with no alert indicators visible, and the issue was attributed to a supply blockage. After removing all supplies, a dry run primed successfully above 100 units and a subsequent supply change with new supplies restored delivery. No adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed that the motor and delivery pathway functioned normally when new supplies were used, indicating a transient occlusion or blockage related to the prior supplies. It was concluded that the event was related to supply obstruction, resolved by replacing all supplies, with no device malfunction identified. Replacement supplies were provided with standard shipping.